Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia, with a blood glucose reading of 33 mg/dl. The customer's perceived cause of event was that his meter was giving faulty readings, leading him to believe that his blood glucose levels were high. The customer stated that he last changed his infusion set four days ago. It was explained that infusion sets are not supposed to be worn for over three days. Programming was correct. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.